Manufacturer narrative:
This report is based on information supplied by a philips authorized service personnel (asp) and has been reviewed by the philips complaint handling team. Philips received a complaint concerning the heartstart mrx, indicating a defibrillator unit failure. There was reportedly no patient involvement. A defibrillation unit failure was reported following preventive maintenance. The problem was detected during a shift test, and diagnostic tests by authorized service personnel confirmed a capacitor assembly failure. Despite attempts to repair, the device could not be fixed due to the unavailability of replacement parts, leading to the scrapping of the system. Based on the available information and testing, the cause of the reported problem has been confirmed as a defibrillation unit failure due to a broken capacitor assembly, which could not be repaired due to the unavailability of replacement parts. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The issue was addressed by creating a work order on-site, but ultimately the system had to be scrapped due to the irreparable nature of the broken capacitor assembly. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib is dispaying a faulty defibrillation unit message. There was no reported patient involvement.